Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room for high blood glucose on (B)(6) 2021. Blood glucose reading was 415 mg/dl. The customer was treated with insulin pump and manual injection. The customer alleges insulin pump was under delivering due to they gave insulin with the insulin pump, but their blood glucose did not go down. The insulin pump will be and reservoir will not be returned for analysis.